Manufacturer narrative:
Device analysis: a needle evaluation was performed. The needle tip was sharply defined which meets the expected result. Needle ¿ dull needle is not verified since a needle evaluation was performed and the needle tip was observed to be sharply defined.

Event description:
Healthcare professional reported a xen®45 gts "blunted needle tip, dull" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "blunted needle tip, dull" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.